Manufacturer narrative:
Electrode belt (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had experienced a rash under the lifevest. The patient temporarily removed the lifevest due to discomfort. The patient visited her physician who advised that she let the lifevest air out every so often. Follow-up indicated that the patient is wearing the lifevest, and the current condition of the rash is unknown.